Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed.

Event description:
Medtronic received information of an axium helix coil could not be detached with an instant detacher during coiling treatment of gastrointestinal embolization. The coil was not implanted in the patient. No patient injury was reported.

Manufacturer narrative:
The axium coil was returned for evaluation and the clinical observation was confirmed. As received, the axium coil was damaged and stretched with the polypropylene filament intact, but still attached to the pushwire. The instant detacher was not returned for evaluation as it was discarded; therefore, any contributing factors from the instant detacher could not be assessed. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. Additionally, the pushwire was found bent at the proximal end. All other subassemblies appeared to be normal and no other anomalies were observed. During evaluation, the axium implant coil was successfully detached with the use of the in-house instant detacher on the first attempt. The cause for the non-detachment was the intact condition of the twr crimp; however, the twr crimp was successfully broken with the use of an in-house instant detacher on the first attempt. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.